Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus stopcock 3 way leaked at the connection. The following information was provided by the initial reporter: "he refers that on one occasion he could not "sedate the patient", he was waking up and realized that the access filtered through the three-way stopcock."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd connecta plus stopcock 3 way leaked at the connection. The following information was provided by the initial reporter: "he refers that on one occasion he could not "sedate the patient", he was waking up and realized that the access filtered through the three-way stopcock."